Event description:
During an incident on 3/12/99 involving a 69 yr old male pt found with no carotid pulse and with agonal respirations, this defibrillator prompted "check electrodes," CPR was initiated, the pt's chest was shaved and r2 pads were attached. When the defibrillator was turned on, it gave the "check electrodes" prompt over and over. The pads and connector were checked but no problems were found. The contact was positive, the pads were fresh and the connector tight.

Manufacturer narrative:
The returned defibrillator was tested using the customer's returned r2 pt cable and proper operation for pt treatment was verified. This testing included verification of the unit's impedance detection circuit and ability to treat a rhythm. The r2 electrode pads used at the time of the reported problem were not returned for eval. The "check electrodes" message is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent (noise) is sensed indicating faulty electrode, contact, or connection. The hs3000 operating instructions explains the "check electrodes" prompt and what to do should it be experienced. We believe that poor pt-to-electrode pad contact, high transthoracic pt impedance or a combination of these factors prevented the device from analyzing the pt. Poor electrical contact can be caused by many factors including but not limited to the pt's skin condition and hair, skin prep, inadequate adhesion, and electrode discrepancies. The customer was sent a letter explaining our eval.